Event description:
The hydra-jagwire was inserted in the biliary system. The rx wallstent was passed along the proximal aspect of the guidewire when resistance was noted at the tip of the guidewire. The stent was placed successfully. Upon removal from the pt, the tungsten and ptfe coating on the guidewire was noted to be separated. The corewire was exposed approximately 14mm. The pt did not sustain any ill effect as a result of the separation of the biofilm coating on the wire. The pt condition was noted to be good.